Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a major infection. The patient was discharged to an acute rehabilitation and treated with intravenous (IV) antibiotics. A repeat blood culture was done prior to discharge and was negative. No additional information was provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: the device was not returned for analysis, limiting the investigation to the review of the device history record and information provided by the field. A specific cause for the patient's infection could not conclusively be determined through this evaluation. The account communicated that the patient had a major infection. Technical services reviewed the submitted log file which showed a no external power alarm while the patient was connected to the mpu (see (B)(4)). Additional information was provided the patient was discharged to acute rehab center with IV antibiotics. A repeat blood culture prior to discharge was negative. The patient reportedly had no symptoms recently. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no further events have been reported at this time. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with low back pain. Blood cultures and urine cultures were obtained on (B)(6) 2018 and resulted positive on (B)(6) 2018 for gram-positive rods in urine and gram and cocci in blood. On (B)(6) 2018, urine cultures identified as proteus penneri. The patient was treated with parenteral antibiotics.

Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. The account communicated that the patient had a major infection. Technical services reviewed the submitted log file which showed a no external power alarm while the patient was connected to the mpu (see MFR. Report number 2916596-2018-02319). Additional information was provided the patient was discharged to acute rehab center with IV antibiotics. A repeat blood culture prior to discharge was negative. The patient reportedly had no symptoms recently. Additional information was provided stating the patient was admitted with low back pain. Blood cultures and urine cultures were done on (B)(6) 2018 which resulted back positive on (B)(6) 2018. There were gram- rods in urine and gram+ cocci in blood on (B)(6) 2018. Urine was identified as proteous penneri. The patient was given parental antibiotics. The event was listed as resolved. The patient remains ongoing on heartmate 3 lvas, (B)(4). The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.